Manufacturer narrative:
Additional information: UDI and manufacture date have been received and the fields updated with the correct information.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Event description:
Medtronic received information that, while in a cranial biopsy, the tip of the biopsy needle was short by the target by about 30 millimeters in the application software. It was reported that a second needle was opened and the site was able to complete the procedure with that needle. There was a reported delay to the procedure of ten minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.